Event description:
(B)(4). It was reported that following the implantation of an elevate anterior graft the patient experienced mild de-novo difficulty emptying bladder. She was "discharged home with a foley catheter." The event was considered resolved/recovered with no sequelae as of (B)(6) 2014. There were no further patient complications reported as a result of this event.